Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the three cubies were not opening. A field service engineer (fse) found that one cubie in drawer 2.2 and another in drawer 4.1 were jammed due to medication packets obstructing the cubie lids. Using the hardware test application (hta), the fse manually removed the obstructions and popped the lids open. After the repair, both cubies were functioning properly, and the medstation was cleared of errors and confirmed to be in good working order. The medstation was tested using the hta application, and the customer performed an inventory count. No further issues were identified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, three cubies failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.